Event description:
It was reported that the shaft ripped in half. The target lesion was located in a moderately tortuous and moderately calcified artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During preparation, it was noted that the catheter shaft was kinked and would not pass the wire. During removal of the wire, it was noted that the shaft ripped in half. The procedure was completed with a different device. No patient complications were reported.